Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle claim submission form and medical records received. Pinnacle claim form has no allegation provided. After review of medical records on ceramic on metal, the patient was revised due to metallosis and trunnionosis with elevated metal ions. Indications of the procedure stated, the patient developed signs and symptoms and clinical findings consistent with metallosis. Clinical visit on (B)(6) 2016 reported pain, limited range of motion, bursitis, walks with antalgic gait, and metallosis. However, recent laboratory results on (B)(6) 2016 shows cr ion level is below 7ppb. Doi: (B)(6) 2009 - dor: (B)(6) 2017 (left hip).